Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 37751, serial# unknown, product type: recharger.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator non-malignant pain. It was reported that there was poor communication and poor telemetry with recharging. The patient last felt stimulation the day prior to this report. The patient kept their implantable neurostimulator (ins) on at all times and stopped feeling stimulation. The patient's stimulation could be felt more when they lay on their back and the stimulation sped up a little when laying down. The patient didn't feel stimulation after they work up and the last time they charged their device was four weeks ago. No communication was possible with an external device. The patient notes they lost weight and that could be the reason that no communication was possible and that there was a poor communication screen on the programmer.